Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle of the sensor was fractured. The customer¿s blood glucose level 117 mg/dl. The customer reported that the introducer needle fractured while in the body. The customer reported the introducer needle was no longer in the body. The customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The insulin pump, sensor and serter will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found insertion needle broken inside the sensor base. Missing the rest of the broken needle. Unable to confirm customer received sensor/needle in said condition due to customer returned opened and used.